Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the left ventricular lead exhibited high threshold. The lead was capped and replaced. The patient was stable post procedure.